Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, an in-stent restenosis and stent thrombosis occurred. The patient presented with stable angina in (B)(6) 2010 and underwent a cardiac catheterization procedure which revealed two target lesions. The first was 70% stenosed lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.0mm and a lesion length of 15mm. The lesion was treated with direct stent placement using a 3.50x38mm taxus liberte stent with 0% residual stenosis. The second was a 70% stenosed lesion located in the mid rca with a reference vessel diameter of 3.50 mm and a length of 30mm. It was treated with direct stent placement using a 3.50 x 38 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. On (B)(6) 2011, the patient presented with chest pain and underwent a coronary angiography procedure which revealed a 95% focal in-stent restenosis and stent thrombosis in proximal rca. It was treated with balloon angioplasty and a 3.00 x 8.00 mm ion stent was implanted with 10% residual stenosis. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).